Event description:
The atrial lead impedance was low around 240 ohms and it was reprogrammed unipolar with impedance of 470 ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).